Event description:
On (B)(6) 2012, pt reported that he experienced elevated blood glucose of 263 mg/dl on (B)(6) 2012 and he believes the insulin delivery of the infusion device is too low. Pt's target blood glucose is 130 mg/dl, and he was able to correct the hyperglycemia by switching to his backup infusion device. Pt changed the cartridge, battery, and infusion set tubing and reported the infusion device did not deliver insulin during the prime procedure. There were no air bubbles in the cartridge, and no error messages were rec'd on the infusion device. He was able to successfully prime the same infusion set tubing using the backup infusion device. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.